Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is a poor historian, did not even know he had a device. Caller reports that the patient indicated the device is not activate and will be explanting the generator. The reason is unknown. No further complications were reported.